Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient used an expired sensor, which is misuse of the device. It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.